Manufacturer narrative:
The insulin pump passed the displacement test and p-cap/reservoir locked properly in place. Insulin pump received with pillowing keypad overlay. No damage to the reservoir tube lip or retainer noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was damaged and had crack on it. It was also reported that the reservoir was unable to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.